Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis surgery for the olecranon comminuted fracture with va-olecranon plate and the drill bit in question. The patient was (B)(6) years old and (B)(6) kg with thick soft tissue and good bone quality. During the surgery, the drill bit broke and the fragment was left in the patient body. There was no surgical delay. The radius and ulna were crushed, and the operation took more than 7 hours. No reoperation is scheduled. Smoke was generated during temporary fixation by k-wire; surgeon had difficulty inserting the screw. The surgeon commented that the breakage of drill bit was unavoidable. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown k-wire (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) unknown trauma screw. This is report 2 of 2 for (B)(4).